Event description:
It was reported that the spectra device was removed due to infection approximately 6 months ago. Implant of another penile prosthesis is planned. There were no further patient complications reported as a result of this event.